Event description:
A nurse called to report that a customer was hospitalized several times for low bgs. It was stated that the doctor believed the pump was not functioning properly. Troubleshooting was declined. The same day the customer called back and provided additional information indicating that their bgs were fluctuating which they were treating causing their hospitlaization. Also customer did not hear any alarms that would cause the pump to clear the settings.